Event description:
The dealer reported that the tilt actuator on the tdxsp power wheelchair in question broke while the patient was in the tilt position and the chair slammed down as a result. The patient wasn't injured, but was shaken up a little. The dealer also noted that the tilt gears will run, but the seat will not move.